Manufacturer narrative:
The complaint of a split in the catheter was confirmed, but the cause unk. The product returned for eval was a 4fr s/l powerpicc solo catheter. The catheter contained depth markings through 54cm, making the overall length of the sample 26.4". The catheter was patent to infusion. However, a spraying leak was observed emanating from the catheter, near the 11cm depth marking. A semi-circumferential split was seen in the catheter at the leak site. Microscopic examination revealed that the tubing was slightly concave in this region. The split edges were dull with a granular texture. The 11cm depth marking was partially worn off of the catheter. Wear was seen on the catheter directly distal and proximal to the split in the tubing. Tactile eval revealed that the catheter maintained a slightly curved shape memory. The exact mechanism which caused the catheter to split is unk at this time. However, characteristics seen on the sample are indicative of fatigue failure. Fatigue failure is the gradual fracture of a component that is under cyclic loads. This can occur if the catheter is repeatedly flexed or kinked in the same location. Gross visual and microscopic examination as well as functional testing revealed no evidence of defect or deformity related to the mfg process. A lhr review is not possible as no mfg lot number has been provided by the complainant.

Event description:
A leak was found on (B)(6) 2013. The doctor decided to leave the PICC in and the following week on (B)(6) 2013 - the PICC was removed. After removal, the leak was found in the line at the 11cm mark.